Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead was causing the number of short interval counts (sic) to increase. It was decided to continue monitoring the patient and the rv lead remains in use. No patient complications have been reported as a result of this event.